Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, e2, e3, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the white foreign material in the air water cylinder, air water tube, and light guide lens; however, the type of the material cannot be identified. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the forceps elevator. Water tightness of the forceps elevator is lost. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited white foreign material in the air water cylinder, air water tube and the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.